Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 504 mg/dl, and a result between 120 mg/dl and 150 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.